Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss = 220cc. The dialyzer was reused 23 times prior to the event. Hcp reports no pt injury or need for medical intervention.